Manufacturer narrative:
Work instruction for ¿critical assembly operation¿ (B)(4) shall be prepared. The bonding of z-site with pressure tube shall be included in this work instruction, more details of assembly shall be defined as follows: -after applying of gluing solvent on the tube being glue, the tube has to be inserted into the gluing part of z-site and slowly twist or turn around to spread the gluing solvent throughout the gluing part. All related who has been assigned to perform the gluing of z-site and tube shall be additional trained on this work instruction: (B)(4) and qualified on the gluing process of z-site and tube.

Event description:
It was reported that the pressure tubing connected to the z-site detached and led to blood leakage during an operation. The detached tubing was noticed immediately so the amount of blood leakage was small. There were no patient complications reported.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. One z-site with pressure tubing was received for evaluation. The pressure tubing which was connected to three-way stopcock was detached from the solvent bond joint with the z-site. Indication of bonding solvent was visible at both tubing and z-site of the bond areas. The tubing detachment occurred on patient side of the kit. Investigation pending and supplemental report with results will be submitted.